Event description:
The reporter stated that a week or two prior to contacting lifescan, she had obtained a reading of 451 mg/dl, and "then the meter said er1." She reported that she had symptoms of tiredness, hunger and thirst. She called her dr who advised her to take extra insulin, read the owner's manual and clean the meter. She said she is on a sliding scale and has been instructed by the dr to call if her blood glucose is over 450. She said "my sugars are not are not under control; high for 6 months." She reported having had a total of three er1 messages. On one test, she immediately retested and the results were 158.